Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to oversensing. The patient is in stable condition.

Event description:
New info received stated that it believe be noise was over-sensed.